Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear solution. The valve was slightly discolored, showing evidence of blood contact. All leaflets exhibited no damage. As received, one leaflet appeared partially closed and two leaflets appeared open. All commissures appeared intact. No damages or anomalies were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. Paddle 1 was a little out of seat on one side. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: fifteen media files and two static images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. Per the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that the infolded valve was not implanted, and that a balloon dilation was performed prior to the implant of the new valve. The new valve was implanted without evidence of infolding. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the transcatheter aortic valve, an infolding occurred after three recaptures. A crown overlay above the 4th node was not recognized, and no pre-dilation was performed initially. The valve was recaptured and removed from the patient. A dilation was performed using a non-medtronic 23 millimeter balloon. A new valve was loaded successfully and was implanted without any problems. Additional information was received that the recaptures were performed due to infolding. The patient's anatomy was moderately calcified.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the transcatheter aortic valve, an infolding occurred after three recaptures. A crown overlay above the 4th node was not recognized, and no pre-dilation was performed initially. The valve was recaptured and removed from the patient. A dilation was performed using a non-medtronic 23 millimeter balloon. A new valve was loaded successfully and was implanted without any problems.